Event description:
It was reported that, during a cori assisted tka surgery, they received an error message after the neutral extension collection saying they had collected the tibia knee center proximal to the femur knee center. After hitting continue the system brought them back to the ankle center collection. Once they got to neutral extension the same thing happened. They did a full reboot by shutting down the machine, unplugging everything and starting over and the exact same thing happened again. They opened a new real intelligence robotic drill and tried readjusting the arrays but the same thing happened again. After a final attempt, the surgeon collected the tibia knee center more posteriorly than he believed the knee center to be and finally they were able to move forward. The patient had previously had multi ligament injuries and the surgeon attributed the error message to the subluxation of the femur. Once they got to the cut screen the drill had a disconnect message prompting them to recalibrate the handpiece. After recalibrating, they were able to finish the case. The procedure was completed with a significant delay. The patient was not harmed beyond the reported problem.

Manufacturer narrative:
Internal complaint reference: (B)(4).

Manufacturer narrative:
The real intelligence cori, part number rob10024, serial number (B)(6) used for treatment was not returned for evaluation. A relationship between the reported event and the device could not be established. A complaint history review for similar reported/confirmed complaints has identified prior events. A review of manufacturing records indicate the device met all specifications upon release into distribution. The failure mode and associated risk have been anticipated within the risk file and the documented risk level is still within the product risk profile. Although the reported problem was not confirmed through a visual or functional evaluation, factors contributing to the reported symptom may have been associated with console software bug. Based on the investigation, the need for a corrective action is not recommended or required at this time. Should any additional information be received the complaint will be reopened. The failure mode will continue to be closely monitored through complaint investigation and trended through post market surveillance activities.